Manufacturer narrative:
(B)(4). Other device removed: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI: (B)(4).

Event description:
It was reported that the reactiv8 system was explanted due to unspecified infection. The patient was prescribed an antibiotic, but the midline incision was taking a long time to heal/close. The patient is a smoker. The ipg and leads we removed; however, 4 contacts from the left leads were left inside the patient. A washout was performed on the wound, followed by powder antibiotic at the site. A culture was taken, but the result was not provided to mainstay. The patient received antibiotics - oral and intravenous. There was no report of patient harm or injury. Reportedly, the patient's back pain had improved since the reactiv8 system was implanted.

Manufacturer narrative:
(B)(4). Other device removed: model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6). UDI: (B)(4). The ipg and leads were received for analysis. There was no allegation of any issue with the ipg and lead's functionality. The ipg passed functional testing and performs properly. Visual inspection observed no damage or anomalies with the received ipg. Both leads were received, cut into two segments with pull damage at the electrode end. The cut-and-pull damage occurred during explant. No other damage or anomalies were observed in either lead. Functional testing could not be performed because both leads were received cut into two segments. The device history records for the ipg and leads, including the sterilization process, were reviewed. No relevant nonconformances were found. H6 updated.

Event description:
It was reported that the reactiv8 system was explanted due to unspecified infection. The patient was prescribed an antibiotic, but the midline incision was taking a long time to heal/close. The patient is a smoker. The ipg and leads we removed; however, 4 contacts from the left leads were left inside the patient. A washout was performed on the wound, followed by powder antibiotic at the site. A culture was taken, but the result was not provided to mainstay. The patient received antibiotics - oral and intravenous. There was no report of patient harm or injury. Reportedly, the patient's back pain had improved since the reactiv8 system was implanted.